Event description:
It was reported that the patient was implanted in 2017 and has tolerated vns very well but she started to have nocturnal bilateral tonic clonic seizures every 2 nights. When the physician titrated the device up to 3.25ma (normal and autostim) and 3.5 ma (magnet), she developed sharp left sided neck pain and difficulty moving her head to the left. But then she had only 1 seizure in 3 weeks. Her pain resolved when the physician decreased back to the previous settings of 3 and 3.25ma. The physician decided to also decrease her off time from 5 to 3 minutes. She feels a lot better and the sharp pain is gone. The believed cause of the nocturnal seizures is unknown. No additional relevant information has been received to date.